Event description:
Itit was reported that during a da vinci-assisted surgical procedure, the customer attempted to connect the sp instrument arm drape to arm 2; however, received an error. Then the drape was installed on arm 4 but the issue remaining. There was no gap between the arm and the drape. The customer replaced the sp instrument arm drape and the error did not return. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.